Event description:
On 24-jun-2025, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant false positive results on a 62-year-old female dialysis patient presented with bc, cmp, procal, no additional troponins ordered, cxr. Return product is available for investigation. Method: lab, date: (B)(6) 2025, tested: 15:46, result (ng/ml: 0.071. Method: I-stat, date: (B)(6) 2025, tested: 16:02, result (ng/ml: 5.53. Method: lab, date: (B)(6) 2025, tested: 09:25, result (ng/ml: 0.03. Method: I-stat, date: (B)(6) 2025, tested: 09:44, result (ng/ml: 5.21. Method: lab, date: (B)(6) 2025, tested: 16:48: result (ng/ml: 0.03. Method: I-stat, date: (B)(6) 2025, tested: 17:13, result (ng/ml: 5.87. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. There is no evidence the patient suffered an mi. Per I-stat system manual: art: 715595-00v reportable range: 0.00 - 50.00. Reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results). Reference range: 0.00 - 0.08 (represents the 0 to 99% range of ressults).

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on (B)(6) 2025. A review of the device history record confirmed the cartridge lot met finished goods release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ao (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lot s25096.

Event description:
Na.